Event description:
It was reported that "(B)(6) 2025, the anesthesiology department at (B)(6) hospital reported that the swg insertion was not smoothly during the use of cvc, and it was repeatedly unable to be inserted. The doctor changed a new one to solved the problem." It was later clarified the kink was found when the guidewire was being inserted the ars syringe. There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "on (B)(6) 2025, the anesthesiology department at (B)(6) reported that the swg insertion was not smoothly during the use of cvc, and it was repeatedly unable to be inserted. The doctor changed a new one to solved the problem". It was later clarified the kink was found when the guidewire was being inserted the ars syringe. There was no medical intervention required. The patient's current condition is reported as "fine".